Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. A day after the event onset, the patient was treated with vancomycin injection (2g, every 5th day), tobramycin injection (40mg, once a day) and heparin injection (1/2ml, per bag, intraperitoneal) for peritonitis. On an unknown date, antibiotic treatment was discontinued and the patient was recovered from the event. Pd therapy was ongoing. No additional information is available.